Manufacturer narrative:
Update to b5, b5, g3, g6, h2, h6 and h10 to reflect additional information provided indicating a possible leaflet fracture.

Event description:
Patient who underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. After 11 months post implant, patient presented heart failure and aortic regurgitation symptoms (mainly dyspnea). Aortic regurgitation was confirmed by tte and echo, and was a central leak. It was stated that could be due to a leaflet fracture. Patient was scheduled for a thv in thv with non-edwards valve. Prior to the viv procedure, full medical treatment was attempted. Patient was well after viv procedure, symptoms were released.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results indicate the type and cause of the regurgitation is unknown. However, the mechanisms describe above may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by and edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. Approximately 11 months post implant, the patient presented heart failure and aortic regurgitation symptoms. A valve in valve was performed with a non edwards valve.

Manufacturer narrative:
The valve was not returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No visual inspection, function or dimensional testing was performed as the device was not returned. No imagery was returned. Commander delivery system with sapien 3 ultra IFU and commander delivery system with sapien 3 ultra IFU were reviewed. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed per provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals also revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''after 11 months post implant, patient presented heart failure and aortic regurgitation symptoms (mainly dyspnea). Aortic regurgitation was confirmed by tte and echo, and was a central leak. It was stated that could be due to a leaflet fracture.'' Per IFU, structural valve deterioration (leaflet tear) are potential adverse events associated with the use of valve. Due to insufficient of information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No corrective or preventative actions are required.